Event description:
It was reported that during device replacement, both the right atrial and right ventricular leads measurements were within normal limits. Then, during pocket closure, the device exhibited failure to capture and high capture threshold, resulting in the patient experiencing inhibition of pacing and asystole due to being pacemaker dependent. The device was subsequently removed prior to pocket closure and a different device was implanted as replacement. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that during device replacement, both the right atrial and right ventricular leads measurements were within normal limits. Then, during pocket closure, the device exhibited failure to capture and high capture threshold, resulting in the patient experiencing inhibition of pacing and asystole due to being pacemaker dependent. It was also mentioned that the patient only experienced a few seconds of asystole as there were external patches attached to the patient. The device was subsequently removed prior to pocket closure and a different device was implanted as replacement. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of failure to capture, brady pacing not delivered when required and high capture threshold.